Event description:
First line was removed and replaced on (B)(6) 2011. The infusion center called on (B)(6) 2011, copious amounts clear to yellow drainage from the left arm. There is no fever, swelling or redness at the site but the dressing is changed hourly due to the volume of drainage. The patient is not going to pt; however, uses a cane occasionally and does use arms to get out of bed and chairs.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A chr of reuj0232 showed no other similar product complaint(s) from this lot number.